Manufacturer narrative:
Cine image review: the returned procedural images show the vessels to be severely calcified and tortuous in nature. The images show a 1.5 poba device, which was used to pre-dilate the vessel. The resolute onyx stent was present in the vessel and the images appear to show slight difficulty in deploying the stent and there also appears to be deflation difficulties. The images also show the stent deployed in the vessel, proximal to the tortuous area. (B)(4).

Event description:
The physician was attempting to use a resolute onyx (rx) drug eluting stent to treat the om1 and lcx. It was reported that it was very difficult to pass the wire across a corkscrew appearing om with 90% stenosis and heavy calcification. Eventually it was possible however a dissection in the distal vessel occurred with the inflation of the 1.5mm x 10mm sprinter balloon but flow was reported to have been maintained. The physician proceeded to attempt delivery of a stent but it was reported that this took longer than normal due to vessel tortuosity and it was only possible to pass to just before the tortuous area where it was deployed. The physician attempted to deploy the resolute onyx device more distally after prolonged attempts but was unsuccessful. The device was passed through the previously deployed stent. Eventually it was deployed in the distal most area and the balloon did not deflate requiring the piercing of the balloon using a sharpened wire through a guideliner catheter. The physician proceeded with the inflation of a 1.5x20mm sprinter balloon across the dissection plane for around 3 minutes and followed this with multiple re-attempts to pass a 2x8 then a 2.25x8mm stent both of which were not successful. In the end it was decided to abort the procedure and leave the vessel as is since the patient was stable and flow was maintained. No further clinical sequelae were reported.

Manufacturer narrative:
Evaluation results: patient¿s condition affected effectiveness of device (corkscrew appearing om with 90% stenosis and heavy calcification). (No device received for evaluation). No results available since no evaluation performed. Evaluation conclusions: device failure related to patient condition (corkscrew appearing om with 90% stenosis and heavy calcification). Unable to confirm complaint (no device received for evaluation). Device not returned. (B)(4).